Manufacturer narrative:
(B)(4), device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during generator replacement surgery for end of service, device diagnostics resulted in high impedance with the new generator attached to the existing lead. The lead was not replaced during the surgery. Further follow-up revealed that troubleshooting was performed by disconnecting the lead pin from the new generator and reinserting to ensure that the lead pin was passed the connector block of the generator; however, this did not resolve the high impedance. It was reported that high impedance was not observed prior to surgery due to the explanted generator being at end of service and unable to be interrogated. No known surgical interventions have been performed to date.